Event description:
The customer contact reported that line d of the device continued to deliver after the stop key was pressed. The pump was returned to the biomedical dept with an unsigned note that stated, "number keys do not work." No tracking info was provided; therefore, specific pt info, pump programing, or event details were not available. During testing at the user facility, line d of the device continued to deliver after the stop key was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).